Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 3.5x24mm, eccentric, de novo target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The lesion contained a >45 and <90 degrees bend. After a 7f non-bsc guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed with a 3.5x20 nc emerge balloon catheter. A 3.50 x 24mm synergy ii drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the stent itself was found to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.